Event description:
Dexcom g7 errors, (multiple dates) false readings, missed alarms, device not taking calibrations. I have had several incidents of this type since I have used the g7. I used the g6 before and had a few problems but never this often, the g7 has had way more problems with false readings, sensor failures, missed alarms and not accepting calibration information. I don't know what has caused the issue, maybe wi-fi, blue tooth or some other change with the product such as chemicals in the sensor wire, but a lot of patients have had the same problems. You can see some of them on reddit and by doing a search for dexcom errors and failures on the internet. Look for sources other than the manufacturer (such as patient forums). I feel dexcom should at least temporarily hold the g7 products and fix the issues asap before someone dies. Also, they are telling patients (me and others) that they are discontinuing the g6; please don't let them do that until they fix the problems with the g7. I have compared readings of the two sensors (g6 and g7) and they don't match each other or the accucheck guide results of a finger stick test. The results have been as much as 100+ points off. Once the dexcom g7 said my glucose was 130 when it was only 50! And it has also said it was 42 when it was 148. Please investigate before someone dies of these errors. Reference report: mw5150454.